Event description:
Haptic broke off. These are pre-loaded insertion devices and the haptic got stuck in device. A new alcon iol with ultrasert pre-loaded delivery system was obtained and inserted without difficulty. New lens implanted: lens uv with blue light filter ultrasert 22.0d power 13mm length 6.0mm optic au00t0 alcon - cat# au00t0.220, exp 2-29-2020.